Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2013 a patient received an art23sg freedom solo biological heart valve as part of an avr (etq 2019-07095). The manufacturer was notified that the patient received a re-do operation and the valve was explanted on (B)(6) 2019. The device was replaced with a solo smart 23 mm valve (etq 2019-07103, this case). It was reported, the patient presented herself at the hospital with a decompensated heart. After examination, she was diagnosed with serious aortic insufficiency of a degenerated valve. She was then planned for redo surgery and the surgery went well but after post-op complications, the patient died at the hospital 2 weeks after the redo surgery.

Manufacturer narrative:
The manufacturer received updated information from the site on nov. 26, 2019. The insufficiency identified in the original valve leading to reoperation was a grade IV paravalvular leak. The original valve had a tear at the commissure level leading to valve failure. The newly implanted solo valve had good functionality at the time of death (2019-07103). No autopsy was performed. Patient risk factors were controlled hypertension and hypercholesterolemia, no diabetes and moderately increased creatinine. Based on the new information received the valve implanted in the patient at the time of death is not suspected to be a contributing factor. The suspected cause of death is post-operative procedural complications.

Event description:
The manufacturer received updated information from the site on nov. 26, 2019. The insufficiency identified in the original valve leading to reoperation was a grade IV paravalvular leak. The original valve had a tear at the commissure level leading to valve failure. The newly implanted solo valve had good functionality at the time of death (2019-07103). No autopsy was performed. Patient risk factors were controlled hypertension and hypercholesterolemia, no diabetes and moderately increased creatinine.